Event description:
Event description guidant received information that this patient experienced a syncopal episode and th efield clincial representative was called to evaluate the situation. There was loss of capture on the stored electrograms. Noise and the loss of capture were able to be reproduced when the fcr had the patient do isometrics. It appearred the lead had a microfracture. The lead was surgically abandoned and the device was electively removed to upgrade to a dual chamber device. The atrial lead was also surgically abandoned, due to upgrade of system.